Event description:
On (B)(6) 2008, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The aneurysm sac measured 4.5 cm at that time. On an unknown date in 2009, CT showed the aneurysm sac size to be 5.0 cm. On (B)(6) 2012, cta showed an aneurysm sac size of 6.8 cm. Type ii bilateral iliolumbar endoleaks were noted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.